Manufacturer narrative:
Correction: h11 - the reported events of separation failure and connection problem were not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix, the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported a right atrial leadless pacemaker (lp) failed to separate from a delivery catheter during initial implant. Physician decided to remove both the lp and the catheter and not replace, as patient had an existing unrelated atrial arrhythmia that was not conducive to threshold testing. Patient's procedure was completed with only a right ventricular lp placed. Patient had no consequences.

Manufacturer narrative:
The reported events of separation failure and connection problem were not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix, the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
New information received noted device also had difficulties re-docking during the procedure.